Event description:
It was reported that the instrument broke during the surgery. There was no backup device available. No pieces fell into the patient.

Manufacturer narrative:
The associated orthomatch tibial alignment m/l trans tube was not returned for evaluation. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.